Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on march 20, 2018 that a wallflex biliary rx fully covered rmv stent was to be used to treat a biliary fistula with no stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. According to the complainant, during procedure, the shipping mandrel was manually removed prior to loading the guidewire, and then the guidewire was unable to exit at the guidewire rx port. Reportedly, stent placement was continued without the guidewire. During deployment, the stent was placed in the common bile duct and was able to be deployed. However, the middle section of the stent did not fully expand. The stent was removed with forceps and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the wallflex biliary rx fully covered stent system rmv was placed for biliary fistula with no stricture and the shipping mandrel was manually removed. However, per the wallflex biliary rx fully covered stent system rmv directions for use, the stent is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for treatment of benign biliary strictures. Also per the dfu, ¿by inserting the trailing end of the guidewire, the shipping mandrel will be pushed out. Do not remove the shipping mandrel before loading the guidewire.¿